Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 538 mg/dl. Cause of bg level was not known. Reportedly, customer "was not filling the pigtail tube of the steel needle". Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on load process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.